Event description:
It was reported the pt is experiencing ineffective stimulation. Programming efforts have been able to slightly improve stimulation but have not been able to provide coverage of the low back. X-rays were taken and no issues were observed. The sjm rep is to contact the pt regarding undergoing additional reprogramming as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.